Manufacturer narrative:
Corrected g4, h3, h6(methods, results, conclusion), h10 additional information d10 a review of the device history record for (B)(6) was performed from date of manufacture 03/24/2007 to the present date 11/03/2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. ¿a patient side (lower) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring.

Event description:
It was reported that the device displayed an unknown alarm/error code message. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device displayed an unknown alarm/error code message. There was no patient involvement.